Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to low pacing impedance measurements. At the revision procedure an insulation fracture was noted behind the yoke. The lead and ICD were found very twisted in the pocket, the device was lying on the lead which was sharply bent.